Event description:
An aneurx stent graft system was implanted into a pt for the elected endovascular treatment of an asymptomatic 4.7cm abdominal aortic aneurysm. There was report of a small type ii endoleak at the end of the procedure. It was reported that the pt returned 7 days post stent graft implant with fatigue, syncope, and shortness of breath. It was reported that the pt's right and left external iliac, common femoral superficial femoral, popliteal, posterior tibial and peroneal veins demonstrated good color flow, venous waveforms and augmentation of flow. The pt has acute renal failure which the physician believes is related to acute tubular from decreased renal perfusion from hypotension. The pt was treated for acute lung injury with diffuse eleotris damage which the physician believes may be related to amiodarone treatment. The pt had a lung biopsy of the lower left lobe revealing that the pt had interstitial lung disease. The pt was on a mechanical ventilator due to respiratory failure. It was reported that the pt expired 30 days post stent graft implant due to respiratory failure due to interstitial fibrosis caused by amiodarone toxicity.